Manufacturer narrative:
Serious injury reported through this MDR was discovered while reviewing documentation received and investigated in relation to event reported through report 3005975929-2017-00105. Acetabular liner explanted during this procedure was noted to be 40 mm inner diameter neutral polyethylene liner, which connects to depuy pinnacle acetabular shell.

Event description:
Few weeks following total hip arthroplasty patient developed a draining hematoma for which she underwent a revision surgery with exchange of acetabular liner and femoral head. Intraoperatively the surgeon felt that the patient had a draining hematoma which could have a subclinical infection, but no gross infection was noted.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated according to the implantation report, a third-party shell, unknown polyethylene liner, two dome screws, an oxinium head and emperion stem were implanted. According to the provided revision report, the patient started draining dark hematoma type fluid approximately 3 weeks after the previous revision. During the revision, minimal necrotic tissue and a dark hematoma fluid from the joint capsule was noticed and this was related to a potential a subclinical infection. Based on the provided information, the nature of the hematoma remains unclear. Therefore, it remains unclear whether the pairing of the third-party product with a s+n product contributed to the reported issue, or whether there is a relation to only one part of the hip replacement. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.